Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient experienced low speed alarms on (B)(6) 2020 while connected to the mobile power unit (mpu). The patient was placed on a grounded cable and discharged home with a new power module and ungrounded patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low speed events was confirmed through the analysis of the submitted log file. However, a specific cause for these low speed events could not be conclusively determined through this investigation. Analysis of the submitted log file also found two elevations in power; however, a specific cause for these elevations could not be conclusively determined. The submitted system controller log file appeared to capture normal pump function until (B)(6) 2020. At 12:35:09 on (B)(6) 2020, an elevation in power was captured. Shortly after, at 12:35:40, the pump speed dropped below the low speed limit and struggled to maintain its set speed. This low speed event was accompanied by low speed advisory alarms as well as an elevation in power shortly after, at 12:35:48. These elevations in power, as well as the low speed advisory alarms, occurred while the patient was supported by the mpu. Based on previous complaint history, this low speed event appeared consistent with a potential driveline issue. Following these events, the log file appeared to capture normal pump function for the remainder of the log file. It was later reported that there were no obvious driveline issues noted when the patient was in the clinic. As of (B)(6) 2020, the patient had not experienced any alarms while on the ungrounded patient cable since admission. The patient was switched to a grounded cable in the mid afternoon of (B)(6) 2020 in order to try to recreate the issue. As of (B)(6) 2020, the plan was to discharge the patient home on (B)(6) 2020 with a power module and an ungrounded cable for the patient to use in the event of another alarm. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook also contains a section on ¿caring for the driveline.¿ pump power and flow are addressed in the introduction of the hmii lvas IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 04oct2013. Heartmate ii lvas IFU and patient handbook are currently available. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. Pump power and flow are addressed in the introduction of the hmii lvas IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Two elevation in power were observed during the analysis of the submitted log file. A specific cause for these power elevations could not be determined.